Event description:
It was reported on (B)(6) 2013 the patient was hospitalized due to angina and a 3.5x28mm xience xpedition stent was successfully implanted in the left main coronary artery. The stent was noted to be well apposed to the vessel wall and without a dissection. On (B)(6) 2013, the patient was re-hospitalized due to a fever, unrelated to the implanted stent and was noted to be without chest pain. It was also noted that when the patient yawned, the patient experienced a decreased level of consciousness and st elevation. It is unknown if the patient experienced a myocardial infarction (mi). The patient was taken to the cath lab where in-stent thrombosis was noted. The physician commented that infection can produce a hypercoagulable state. Balloon angioplasty was performed, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.